Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels like they retained more (400cc) in the past hours than the night prior (100cc). They slept the whole night last night whereas the night prior they woke up to use the restroom multiple times. The next day, patient had dried blood on their bandage so they had the home health nurse change it for them. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported the patient soreness in their had gotten worse since starting the evaluation. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.